Event description:
It was reported the pump and catheter were replaced due to pending battery depletion. It was indicated it was prophylactic removal of pump to avoid in-vivo battery depletion. The reason for catheter removal was unknown. There was no patient injury and the patient recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013: product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter body revealed user related hole. During the catheter analysis, an unusual damage area was noted on the catheter body (segment 4). Leaking was seen during pressure testing. It was believed the damage probably happened while it was implanted in the patient.